Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer stated that prior to the frozen display they had changed the battery. The customer's blood glucose was 65 mg/dl, which was treated and at the time of the phone call it was 110 mg/dl. The customer stated that the screen was not completely blank. The discontinuation of the device was advised. Nothing further was reported.